Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device have been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 425 mg/dl, which she treated with manual injection. During troubleshooting, the customer did not recall if the insulin pump was dropped or bumped, and stated the drive support cap was protruded. The customer did not recall pressing the cap while connected. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.